Manufacturer narrative:
Final analysis of the implantable neurostimulator found no significant anomalies. The ins was not in new condition. All circuits were open and there were no shorts between circuits. Final analysis of the extension found all the connectors were broken 24.7cm from the proximal end due to overstress from severe twisting of the extension. Final analysis of the boot found no anomaly.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was further reported that ¿the fraction of the conductor which was confirmed by x-ray¿ was caused by a completely twisted extension. The implantable neurostimulator (ins) could not only be turned from left to right, but also upwards and downwards. The reporter tested this prior to the replacement surgery. The sutures had reportedly been ¿pulled out¿ of the tissue and the pocket was ¿much too large.¿ the reporter assumed that the patient ¿manipulated¿ the device as they ¿couldn¿t imagine another root cause.¿ additionally, the connection between the lead and extension ¿looked bad.¿ after ¿releasing the connection¿, the reporter realized ¿a rotational tension of the lead of about five revolutions.¿ everything was reportedly ¿fine¿ after the replacement. The patient was without any tremors below 1.5v and impedances were ¿ok.¿ two days later, it was reported that ¿it could be possible¿ that the patient twisted the implantable neurostimulator (ins) in the pocket. Additional information was received which confirmed that the patient twisted the implantable neurostimulator (ins) in the pocket.

Event description:
It was reported the patient experienced less than 50% therapy relief at both their left and right side implants. It was stated impedance testing found impedances greater than 4000 ohms on all electrodes, except electrode 1. It was noted, the patient required hospitalization due to the event and that they were alive with no injury at the time of report. Additional information reported an x-ray had been taken. It was further reported ¿there was a break in the extension near¿ the implantable neurostimulator (ins) and the ¿patient would get a new extension.¿ further information has been requested. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Product ID neu_unknown_ext, serial# unknown; product type extension product ID neu_ unknown_lead, lot# unknown; product type lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.